Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. The patient's system was explanted on (B)(6) 2015. It was reported that there was metal left in their body which was found by the health care professional (hcp) (B)(6) 2017. Since explant the patient had been experiencing pain and burning. The patient now used a brace and cane. The consumer reported that the electrode and wire had been left on c5 and now the metal was getting picked up by an MRI. Additional information was received from the patient. It was reported that the hcp could not remove the lead as it was too far in. The patient said she had an MRI the year prior and the lead location heated up. The patient said she needed another MRI, but the hcp would not do it. The patient mentioned she had an x-ray and MRI and the lead is still in place. The patient said it hurts where the lead site is poked and everyday there is a sensation at that site. No further complications were reported.